Manufacturer narrative:
Inspected one opened/used sensor and performed continuity resistance test. Sensor passed per specification. Also, performed bicarbonate buffer test. Sensor passed per specifications with accurate readings.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm and pump experienced high blood glucose levels. The customer¿s blood glucose was 300 mg/dl and the sensor glucose was 80 mg/dl at the time of the incident. The customer¿s current blood glucose was 256 mg/dl. Troubleshoot was performed and the customer stated that insulin delivery was suspended. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. Customer declined troubleshoot for high blood level. The sensor will be returned for analysis.